Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter detachment is confirmed; however, the exact cause could not be determined. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed some biological residue on the sample. The catheter was observed to be detached from the assembled two-piece connector. A microscopic observation revealed a small gap between the proximal and distal connector pieces. The connector was unassembled for inspection. The internal blue compression sleeve could not be seen within the distal connector piece, which was later confirmed to be missing after dissection of the distal connector piece. The catheter detachment likely occurred due to the compression sleeve not being present within the distal connector piece; however, the exact cause of the missing compression sleeve could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC inserted on (B)(6). On (B)(6), after removing the dressing material, leakage was confirmed. It had come loose from the connector. The catheter was removed and there was not a delay in treatment. No statlock or sutures were used to secure the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.